Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient experienced stoma site pain. On (B)(6) 2017, the patient experienced stoma site discharge and stoma site redness in which cleaning and change of dressing twice daily was advised. It was reported that pain was still present and was attributed to the initial wound which had not healed yet. On (B)(6) 2017, it was reported that the stoma site redness worsened and bloody fluids were seen, which was attributed to pulling of the tube. The patient's gastroenterologist recommended treatment with 875mg of oral augmentin (2 times a day) for a duration of one week ((B)(6) 2017) for the stoma site discharge and stoma site redness. The patient reported that the stoma site redness improved after seven days after augmentin use. On an unknown date, the stoma site discharge, stoma site redness and stoma site pain had resolved.